Event description:
On the (B)(6) november there was a patient of which the balloon could not be emptied. This was removed under anaesthesia by the urologist on the (B)(6).

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and (B)(4) inflation / deflation test was conducted and no failure product was found. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted, and an investigation was based on document review. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
On the 24th of november there was a patient of which the balloon could not be emptied. This was removed under anaesthesia by the urologist on the 25th.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.